Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation complete. This is an initial final report submission. Functional testing of the returned product confirmed the device would not power on when connected to the original battery pack. When connected to the lab battery pack, the unit would only power on in high mode. Visual inspection of the interior of the device identified the electrodes were not making contact when the device was in low mode. Additionally, some batteries had leaked inside the original battery pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the pulsavac was unable to function. At product evaluation investigation there was battery leakage in the original battery pack. No adverse events were reported as a result of this malfunction.